Manufacturer narrative:
The actual product of the event was returned this time. As a result of the inspection of the returned equipment, the broken part of the sheath was enlarged and investigated, and it was confirmed that the resin of the sheath tube was melted and broken. Judging from hearing surveys by medical institutions, the cause of this breakage was that the sheath tube melted due to ablation due to accidental laser irradiation in the sheath tube while using a laser treatment device for lower limb varicose veins for the treatment of lower limb varicose veins. The medical device involved in the reported event is sold only in (B)(6). Therefore, the information on the equivalent device to the complaint device that was cleared under k141070 is filled. Lot#: 22c1434.

Event description:
On (B)(6) 2022, at a hospital in (B)(6), it was reported that the super sheath was fractured during a procedure. The fractured portion remained in the patient's body and was removed appropriately. There was no reported patient injury as a result of this event.